Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the down button of insulin pump was not working. The customer stated that insulin pump had stuck button alarm and customer was not able to clear it. Customer stated that they pressed button more than 3 minutes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with no button response due to corroded keypad traces. Also moisture damage found on the electrical board connector. Unable to perform the displacement test and self test due to no button response.